Event description:
The user facility reported that the misago device involved was used for stenotic of the left external iliac artery (lt-eia) treatment with a right common femoral artery approach (rt-cfa). The parent 4.5 french guiding sheath was selected incorrectly, then the parent plus 6 french guiding sheath was selected. However, before it crossed over, delivery of the misago was attempted. Though the lesion was predilated (with shiden hp0740 35-wire compatible), the misago stopped advancing in front of the lesion. When the doctor tried to advance it further into the lesion, the distal end of the stent started to deploy possibly due to the outer sheath having shifted. The doctor judged it was dangerous as it happened in front of the lesion and removed the device. After that, the guiding sheath was changed to parent cross and inserted in front of the lesion, the misago was changed in size to a r2p misago 0840, and the lesion was stented successfully. Post dilation was done with the 0740 that had been used for the pre-dilation. There was no patient injury or medical/surgical intervention required. The procedure was completed successfully. The final patient impact was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted visual inspection of the actual sample found that the stent was exposed approximately 8 millimeters (mm) from the sliding part. The thumbwheel was not unlocked. Magnifying inspection of the sliding part (stent-mounting position) found that it had been migrated approximately 2 mm toward the proximal side from the original position at the time of shipment. No deformation or other anomaly was observed in the stent struts located inside the sliding part. Magnifying inspection of the shaft section found no deformation such as crushing or stretching. Magnifying inspection of the fixed part of the release wires found no abnormality such as the fixed part having come off. Buckling was observed in its vicinity. From this, it was inferred that an excessive push-in load was applied to the actual sample. X-ray fluoroscopic inspection of the inside revealed no anomaly such as a breakage or a kink of the release wires. The inside of the handle was inspected under an x-ray fluoroscope and compared with that of a current misago 2 product sample. No difference was observed. An attempt was made to release the stent under 37°c warm water. As a result, the entire length of the stent was deployed successfully. The stent after the attempt measured approximately 42 mm. It was considered that the stent had been stretched approximately 2 mm as the specified stent length of the involved product code is 40 mm. Magnifying inspection of the post-release stent found that the stretched part was the part that had been exposed from the sliding part. In addition, some struts had lifted-up in the stretched part. Magnifying inspection of the sliding part (the position where the stent had been mounted) found that the distal end was widened in flare shape. Deformation was also observed at approximately 40 mm from the tip. Electron microscopic inspection of the sliding part (the position where the stent had been mounted) obtained the following results. On the distal end, multiple abrasion marks toward the proximal end with some part having been ripped were observed. In addition to the above, several other abrasion marks in both the distal and proximal directions were observed on the same area. - the distal end had been flared. - in the sliding part (the position where the stent had been mounted) other than the above area, multiple abrasion marks had occurred in the proximal direction. From the results of above, it was considered that some hard object (such as the lumen of a guiding sheath made by another manufacturer. A stenotic lesion) came into contact with the sliding part, causing it to get trapped. It was also inferred that the distal end of the sliding part, where abrasion marks, rips, and flare were observed, was the most strongly trapped area. The outside diameter of the sliding part (where the stent had been mounted, undamaged) was measured and confirmed to meet the factory's specifications. No anomaly was found. Magnifying inspection of the inner shaft (where the stent had been mounted) found no crush or other anomaly. Magnifying and electron microscopic inspection of the distal tip section found multiple abrasion marks toward the distal end and rough surface. Therefore, it was thought that some hard object (such as the lumen of a guiding sheath made by another manufacturer or a stenotic lesion) had come into contact with the distal tip section also. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar complaint reported from other facilities regarding the involved product code/lot number combination. Investigation of the concurrently used guiding sheaths made by other manufacture. The nominal values of the concurrently used guiding sheaths were as follows. The first guiding sheath: parent plus 4.5fr - inner diameter: 1.90 mm (0.075 inch). The second guiding sheath: parent plus 6fr- inner diameter: 2.24 mm (0.088 inch). As the guiding sheath applicable to the actual sample was 6fr or more (inner diameter is equal or more than 2.16 mm), from the above, it was confirmed that the first one was not compatible with the actual sample. The product in question releases the stent when the sliding part (stent sheath and cover sheath) is retracted into the intermediate shaft (non-moving part). In this case, it was inferred that the distal end of the sliding part was caught on the stenotic lesion when the actual sample was advanced under weak backup conditions where the distal end of the second guiding sheath had not yet crossed over the iliac artery. When a further push-in load was applied to the actual sample in that state, the sliding part might have been drawn slightly into the intermediate shaft (non-moving part), which resulted in the exposure of stent. To confirm this mechanism, we conducted the following simulation with factory-retained samples. In the simulated vascular tube, a 0.035" guidewire was inserted into a 6fr destination and a misago was advanced to the simulated stenotic lesion, which was constricted with tie bands. The sliding part of misago was caught on the simulated stenotic lesion, generating resistance. Under the resistance, the sliding part shifted slightly toward the proximal side the stent was exposed and started to deploy. When an attempt to remove misago was made, the exposed part of the stent was caught on the hemostatic valve of destination. When a further attempt to pull out misago under the resistance, the exposed part of stent deployed. Based on the circumstances of the occurrence, the results of the investigation, and the results of the simulation, it was considered that this issue occurred due to the following possibilities. However, the cause of the occurrence could not be determined because the concurrently used actual guiding sheaths were not available. Since the clearance of the first guiding sheath was not sufficient from the beginning, and the part that was located in the crossover part of the iliac artery was crushed. The clearance was even smaller, when the actual sample was inserted into the first guiding sheath. The sliding part of the actual sample got stuck. When a push-in load was applied to the actual sample in that state, the sliding part was slightly migrated toward the proximal side. At that time, the stent had not yet been exposed. The second guiding sheath was combined with the actual sample. In an attempt to pass through the lesion, since the distal end of the second guiding sheath had not yet crossed over the iliac artery. The backup was not sufficient. Under such conditions, the sliding part of the actual sample got caught on the stenotic lesion. When a pushing load was applied to the actual sample in the above conditions. The sliding part migrated further toward the proximal side. The stent was exposed and started to deploy. As the removal continued, the exposed part of the stent was caught on the hemostatic valve of the second guiding sheath. When an attempt was made to pull the actual sample out under resistance, the exposed part of stent was deployed. Relevant instructions for use (IFU) reference: "directions for use: preparation prior to stent implantation 1-1 insert into the blood vessel an introducer sheath of at least 6 fr. A guiding sheath, or a guiding catheter with an internal diameter of at least 2.16mm." "Preparation of the stent system 2-5: if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap." "Precaution: stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.)" "Do not advance the stent system by force if you feel any resistance during insertion." Terumo medical products (tmp) (importer) registration no. (B)(4), is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).